Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Further, the reportable malfunctions noted in the event description were also observed. Additionally, the ultrasound probe and distal end unit were damaged, crush marks were evident on the insertion tube, broken fibers were evident, and the distal end adhesive had an uneven edge. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis lucera ultrasonic bronchofibervideoscope exhibited air/water leakages. However, during device evaluation it was noted that the device had third party parts, and the ultrasound cover was degenerated and flaking. Also noted was that the distal end cover was loose. This medical device report (MDR) is being submitted for the reportable malfunction(s) found during device evaluation. The issue was observed during maintenance. There was no patient involvement associated with this event.

Manufacturer narrative:
Correction to d8 on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results in the technical evaluation report (ter), the cause of the distal end cover being loose was not identified. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.